Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd. (B)(4). The returned guide wire had its coil wire fractured proximal to the tip solder. Under the coil wire, coils of the inner coil wire were found loosened due to accumulated torsion. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that torsion exceeding the product's design limit was inadvertently applied while the wire tip was being trapped by the heavily calcified lesion. The excess torsion made the coil wire became loose and eventually fractured. There was no indication of product deficiency. Instructions for use states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that the coil wire of an asahi guide wire became unraveled during a ppi to treat a heavily calcified cto in the popliteal artery. When an attempt to cross the lesion was made with the guide wire, it was recognized that the coil wire was unraveled under the fluoroscopy. A new guide wire was replaced to resume the ppi; however, the procedure was unsuccessfully completed without reestablished blood flow. The patient was without problem after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.